Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. No more information was available. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced. According of received service report, the expiratory membrane, expiratory cassette and connector muff were cleaned to solve the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The cleaned membrane in the expiratory cassette is part of the expiratory valve and is operated by the axis of the expiratory valve coil. The expiratory valve coil is pushing the membrane into desired position (closed or open expiratory valve). A failure related to the expiratory cassette membrane will be detected in the expiratory valve test that is part of the pressure transducer test during pre-use check. Connector muff is a part in inspiratory section, which is connector for multiple parts and will not affect ventilation. Our conclusion is that the cleaned parts were the cause of the failure. However, the root cause to why the parts failed has not been established. A correction of fields # d1 brand name and # d4 version or model # were required. D1 ¿ brand name - previous brand name: servo-s, corrected brand name: servo-s base unit. D4 ¿ version or model # - previous version or model #: servo-s, corrected version or model #: 6640440. The UDI information is not available since the device was manufactured before 2015.